Manufacturer narrative:
Additional information: device available for eval., returned to manufacturer on, device return to manuf ., device eval by manufacturer, imdrf annex a, b,c,d,g grids, remedial action required, remedial action. Omit: a140504 - inaccurate delivery (2339) ,b21 - type of investigation not yet determined, c21 - results pending completion of investigation,d16 - conclusion not yet available,g0405203 - clamp. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that an 8110 syr/pca was affected by syringe sizer misaligned recall. There was no reported patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8110 syr/pca was affected by syringe sizer misaligned recall. There was no reported patient involvement.